Manufacturer narrative:
The explanted lead was discarded by the hospital and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead presented for a routine follow-up. Loss of capture was observed. An x-ray was performed which confirmed the lead was dislodged. A revision procedure was performed, where this lead was explanted and a new lead of the same model was implanted successfully. No additional adverse patient effects were reported.